Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The cause of the event could not be determined from the information available. Complainant event may be caused by a reaction to the implanted device which is preventing the fracture from healing properly. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
The patient's foot is 4 times the normal size. Patient had the other foot done first and did fine. Pending revision surgery. Pt is 2 months postop op and has been in a fracture boot for the past 4 weeks due to swelling and the xray appearance of callous. Pt was seen a few days ago and foot is still swollen and the doctor is concerned that the force of the mini tightrope is preventing the fracture from healing.